Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl or read as "high" on the cgm, indicating no adverse impact. Reportedly, the customer continued to use the pump for insulin therapy.